Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility and not available for manufacturer analysis; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that during preparation, the embolization coil was already detached when advanced out from the introducer. The device was not used in the patient.